Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 111: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.

Event description:
The patient reported that she passed out at a store and had to be taken to the hospital via ambulance. Emt (emergency medical technician) services connected her to an IV and insulin drip and were able to get her blood glucose back up by the time she arrived at the emergency room (ER). Her blood glucose level was 25 mg/dl when she was taken in the ambulance and she was diagnosed with hypoglycemia. She received an injection of insulin at the ER since her levels were up. The patient stated that low blood glucose was due to her losing a lot of weight and her settings having not been changed to reflect her current body condition. Her doctor wants her basal to be adjusted.